Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives were acquired on patient samples. No patient impact. The following information was provided by the initial reporter: "it was reported that false positives side a."

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives were acquired on patient samples. No patient impact. The following information was provided by the initial reporter: "it was reported that false positives side a.".

Manufacturer narrative:
H.6 investigation summary. The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "environmental contamination". Customer reported that they had contamination on side a. Customer performed em and received n1 positive on zone 1 and 2. Customer performed decontamination on the max deck - rack area on both side, max door handle, max rack, aio, mouse, keyboard, and bench. Field service was dispatched to assist with em and decontamination effort. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to workflow. Complaint is unconfirmed as the issue was caused by workflow. Complaint history for ¿environmental contamination¿ was reviewed for the month of (B)(6) 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s1 with potential harm user annoyance via document baltrm-maxinst-aph, revision 20, line sw128.